Event description:
Customer was using microtiter plates (mtp) to perform abo blood group forward typing on the tecan megaflex-ID. The customer reported carryover occurring from the anti-a well to the anti-b well of the microtiter plates. The carryover was noticed with type o and type a pt which resulted in unexpected reactivity occurring in the anti-b well. No death or serious injury was associated with this incident.